Event description:
The hosp reported that there was a bag breakage, issue in closing, and trocar leaking due to co2 escaping.

Manufacturer narrative:
Describe event or problem: the hosp reported that there was bag breakage, issue in closing, and trocar leaking due to co2 escaping. Deroyal: the reported device is not available for return for eval. The MFR, genicon, has been made aware of the issue. Investigation into the root cause is in process.